Manufacturer narrative:
The referenced scope was returned to olympus for a service evaluation. The customer¿s reported issue was confirmed as no image displayed with a e315 scope error. The cause of the error could not be determined. Additionally, the insulation resistance at the distal tip is out of specifications. The up angulation is below specifications. The scope failed the air/water leak due to perforation of the air/water channel and is also leaking from perforation to the auxiliary channel. The light guide bundle has breakage, and the light guide lens is broken. The bending section cover adhesive is broken. There is a pinhole in switch (1). The distal end cover and objective lens is scratched. The adhesive around the lens is worn. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (okr) field service engineer was informed that the customer evis lucera elite colonovideoscope displayed no image due to an e315 scope error during inspection prior to use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the leakage occurred by physical stress to the device which water entered and damaged the electrical components. The specific root cause could not be determined at this time. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.